Manufacturer narrative:
Product analysis: it was confirmed that the battery drawer was unable to be opened, with no batteries installed. Three case screws were found to have contamination. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery door of the external pulse generator (epg) was unable to be opened. The epg was returned for service. There was no patient involvement.